Event description:
It was reported that during a small bowel resection procedure, the device did not fire properly; the staples on one side of the reload did not close. They opened another device to complete the procedure and there was no adverse consequence to a patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.